Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer removed debris and reseated the pyxis bus cable on drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that abd pyxis¿ medstation¿ es auxiliary had a drawer was not detected on bus. The customer reported that the user was able to retrieve medication from the pharmacy or another station. There were no adverse events or injuries reported based on this event.